Manufacturer narrative:
Approximate age of device ¿ 6 years and 3 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that on (B)(6) 2017, the patient presented with weakness, elevated estimated pump flows, and elevated power. The submitted log file was reviewed by the manufacturer¿s technical service representative and observed that the estimated pump flows and the pump powers were elevated, and the data showed a trajectory that has been linked to the possible presence of thrombus. Additional information was requested, however, none was provided.

Manufacturer narrative:
The patient remained ongoing on vad support until they expired on (B)(6) 2017 due to right ventricular dysfunction. A correlation between the device and reported right ventricular dysfunction cannot be conclusively determined. No product available for investigation. The report of power and flow elevations, low average pi, and pi events can be confirmed based on the submitted log file. The log file contained approximately 9 hours of data, spanning from (B)(6) 2017 4:06 to (B)(6) 2017 12:45, which captured numerous elevations in power and calculated flow levels, continuously low average pi, and numerous pi events. Pump power ranged from 6.0 watts to elevations as high as 17.0 watts, while flow ranged from 6.1 lpm to elevations as high as 12.0 lpm. Average pi ranged from 1.1-3.1 with approximately 238 pi events. No abnormal alarms were captured in the log file. A specific cause for the changes in pump parameters cannot be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2017 due to right heart failure (rv) dysfunction.

Manufacturer narrative:
No product was returned for evaluation. The report of power and flow elevations, low average pi, and pi events was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the changes in pump parameters could not be conclusively determined. No abnormal alarms were captured in the log file. The patient remains ongoing on vad support with no further reported issues. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.